Event description:
It was reported that "the guidewire was found kinked before using on the patient". The associated emdr report numbers are 9680794-2025-00273 .

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the guidewire was found kinked before using on the patient". The associated emdr report numbers are 9680794-2025-00273.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The second photo shows an opened aw-04018 kit with four kinks on the guide wire. The guide wire was not assembled within the holding card. The third photo shows an unopened aw-04018 kit with a kink on each end of the guide wire. The customer returned one opened aw-04018 kit set for analysis. No signs of use were observed. The returned packaging had signs of folding/creasing upon return. The guide wire was observed to have two kinks towards the distal end and two towards the proximal end which aligned with creases/folds on the packaging. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The product lidstock states, "do not use if package has been previously opened or damaged." No other defects or anomalies were observed on the returned guide wire assembly. The kinks on the guide wire measured 19 mm, 60 mm, 210 mm, and 231 mm from the distal tip. The guide wire length measured 251 mm, which is within the specification limits of 245.2-254 mm per guide wire product drawing. The guide wire outer diameter measured 0.440 mm, which is within the specification limits of 0.432-0.457 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe (ars) approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars to functionally test the guide wire. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The product lidstock states, "do not use if package has been previously opened or damaged." The IFU provided with this kit warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Kinking was observed on the guide wire body which aligned with creases/folds on the packaging. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the defect was observed prior to use and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.